Event description:
(B)(6) study. It was reported that dissection occurred. In (B)(6) 2019 the subject was noted to have occlusion in the left superficial femoral artery (sfa) and was hospitalized for further evaluation and treatment. Angioplasty was performed using a 3 x 200mm coyote balloon catheter and a stent was implanted. Angiography revealed an area of type a dissection above the stent in the proximal left sfa caused by the coyote balloon. The dissection was treated with placement of a 5.0x80mm non-bsc stent. Post dilation was performed and final angiography revealed wide patency of the entire sfa. The event was considered resolved and the subject was discharged.